Manufacturer narrative:
Concomitant medical products: 507645 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a nurse that the right ventricular (rv) lead exhibited fluctuating pacing impedances. The nurse also stated that the patient called them because they heard an alert toning. The alert was due to high/undefined pacing impedance. The rv lead remains in use and the nurse will discuss with physician of the option to turn off the pacing impedance alert. No patient complications have been reported as a result of this event.